Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion, a non-bsc guide extension catheter was advanced together with the synergy device. However, the attempt failed and angiography revealed that the stent and the marker were not in the right position. The device was removed from the patient's body and it was noted that the proximal part of the stent was shortened. The procedure was completed with a different size synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: a synergy ous mr 4.0 x 38mm stent delivery system (sds); was returned for analysis. The length measured within in specification. A visual and tactile examination found a hypotube break 640mm from the end of the tip and a hypo kink 230mm proximal of the hypo/midshaft bond. A visual examination of the crimped stent found proximal struts were pulled in a distal direction, bunched, distorted and overlapping. The centre and distal struts were not damage. The centre struts and distal struts outer diameters were within specification indicating no issue with the crimped stent profile of this device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After a 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion, a non-bsc guide extension catheter was advanced together with the synergy device. However, the attempt failed and angiography revealed that the stent and the marker were not in the right position. The device was removed from the patient's body and it was noted that the proximal part of the stent was shortened. The procedure was completed with a different size synergy stent. No patient complications were reported and the patient's status was good.